Manufacturer narrative:
Customer reported error code 240.4150 which constitutes a reportable malfunction; however, the investigation has not been completed. A follow up MDR will be submitted to include investigation conclusion once the device is repaired.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(6) was performed from (B)(6) 2006 to (B)(6) 2020 and note that this device has been returned for service multiple times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.